Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A replacement axle and drive wheels were shipped to a medtronic representative following the reported issue was made aware. A medtronic representative went to the site to test the equipment. The representative reported that they replaced the axle and drive wheels on 19 january 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect axle and drive wheels have not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the drive axle for the imaging system broke and that the drive wheel ended up being removed from the imaging system. No additional information was provided. There was no patient present when this issue was identified.